Manufacturer narrative:
(B)(4). The device was returned for analysis; an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported on a wir the tasp is missing a bearing. Attempts to obtain additional information have been made; however, no more is available.